Manufacturer narrative:
Investigation completed: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m139048 with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false positive results observed. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m139048 and test base part number 190-430 / lot m139048. Quality control release testing met specifications with no conflicting results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing as expected. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
Investigation still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab in viral transport media. The nasopharyngeal was used per the product insert instructions. Confirmation testing on nasal swabs with pcr. The customer stated the patient was asymptomatic. Patients induction was delayed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer reported there was a delay or impact in the patient's treatment (define the delay or impact). Induction was delayed. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.